Event description:
Spontaneous. Patient with hhrn currently at home reported curlin pump is giving error of "air in line." Patient states her hhrn (home health nurse) is very experienced and has tried to resolve already including using the "prime" key to flush the line, using ns to flush the line, changing out the curlin tubing, trying different spike adapters, as well as resetting the pump, none of these resolved the error on the pump and it would not clear. Moog manual only has troubleshooting'¿ using the "prime" key, which the hhrn has already tried. Patient is switching over to gravity to complete. New pump has been added to profile for replacement. No missed dose or adverse event reported due to defective pump. Pump available for return. No further information. Gammagard strength: 5gm/50ml & 10gm/100ml. Reported to cvs/caremark by pt/caregiver.